Event description:
Account states siderail would not latch.

Manufacturer narrative:
Technician found latch seized from fluid spilling on latch. Tech disassembled latch and cleaned, lubricated and reassembled to resolve.